Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the generator was not booting. The cause was reportedly a defective k1 on the system interface (interface control board). The pcba control boards were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the generator on the imaging system is not starting intermittently, and there is also an invalidate home issue found. There was no patient present when this issue was observed.

Manufacturer narrative:
The suspect pcba interface control board was returned to the manufacturer and evaluation was completed. It was not possible to confirm the reported issue. The part performed as expected during 2 power cycles. No functional problem found, however the manual actuator on k3 was observed to be broken. The cause of the event could not be determined.